Event description:
Pt was riding stationary exercise bicycle and seat became "unsecured" from the adjustable peg and proceeded to drop. Seat fell into the home position (about 8"). After inspection the peg that holds the seat in place was sheared approx 1/4" at an angle.

Event description:
Add'l info rec'd from MFR 12/28/00: the event reported is something MFR was made aware of 9/26/00. Apparently the end of the seat pin broke off allowing the seat to drop to its resting position. It had previously broken and the facility continued to use the device, according to one of the therapists who spoke to co's svc tech. Scifit had immediately sent out a new part, but the facility chose not to install it. The scifit upright bike is a simple stationary upright bike, which is sold to fitness centers and physical therapy. The bike was mfg by associated engineering of lake forrest, ca. It is not a classified FDA medical product. Scifit is not a FDA registered device establishment, as it has not classified products in its product line.